Event description:
It was reported that the patient presented in clinic for initial cardiac re-synchronized therapy defibrillation implant procedure. During procedure, after connecting the right ventricular (rv) lead to the connector sleeve, the rv lead exhibited no pacing, no sensing and high pacing threshold. The patient experienced asystole during procedure and required emergency pacing. The physician opted to perform a permanent pacemaker implant procedure instead. The rv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
Correction: the g3 of the initial report should be feb 9, 2022, not feb 10, 2022.

Manufacturer narrative:
The reported events of no capture, sensing, pacing and high lead impedance were not confirmed. A full lead with a stylet fully inserted was returned for analysis. Electrical tests, x-ray examination and the connector dimensions measurement were normal with no any anomalies found.